Event description:
The event occurred on an unknown date and involved a transpac¿ it monitoring kit neonatal, 12", 3 stopcocks, 30ml flush (for use with infusion pump) that the customer reported a crack in the tubing with blood backing up. There was no reported adverse event and no human harm. The reported complaint of separation was confirmed on the returned set. During visual inspection, the tubing was found separated from the transducer. The tubing and the luer tubing pockets were microscopically examined and it appears that there is sufficient adhesive. The probable cause of the tubing separation was the uv adhesive not being fully cured during manufacturing process. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.